Event description:
The customer stated that liquid was observed coming from the architect i2000 waste pump on (B)(6) 2012. While reassembling the pump, the customer stated that she cut her hand. She was wearing gloves at the time, but was cut through the glove. She was directed to go to the emergency room. She stated that she was already vaccinated for (B)(6), but would still go to the ER. She stated that she was leaving for a 3 week vacation later in the day. No update was received from the customer prior to her leaving for vacation. The following day, the customer facility was contacted regarding the incident, but they had no update on the status of the technician who cut herself. Additional follow-up was performed when the technician returned from vacation. On (B)(6) 2012, the technician stated that while in the ER, she had blood drawn for for (B)(6) and all results were (B)(6). She also stated that she received a (B)(6) vaccination. Blood will be drawn again in three months to repeat the testing. No additional medical intervention was received.

Manufacturer narrative:
A replacement waste pump was sent to the customer. The new pump was installed to resolve the issue. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no patient involvement). (B)(4) (external waste pump leak).

Manufacturer narrative:
The pump was not available for return and file samples are not maintained for the pump, therefore, analysis was not possible. No other complaints were found involving cuts or lacerations from the pump. Review of quality metrics did not identify any non-statistical or adverse trends for the pump. The service ticket history for architect i2000 serial number (B)(4) did not identify any other issues with the waste pump. Current labeling describes the waste pump and provides troubleshooting assistance if the audible alarm goes off. The complaint does not indicate if the alarm went off. Operators are advised to use caution when performing certain instrument procedures. Abbott instruments are certified to safety standards to ensure that adequate protection is provided against hazards. Based on the available information, there is no evidence of a deficiency of the system.